Manufacturer narrative:
Device evaluation: analysis of the returned device identified an opening curved on anterior, creases fold, wear abrasion, and white particles. Leak test and microscopic analysis was performed which identified an opening crease smooth on plug strap and a void >1 mm in non-textured, and valve-to shell-bond area. The fill test inspection was performed, the result is no blockage. Based on the device analysis the final assessment is: an opening crease smooth on anterior (plug strap bond edge) due to fold flaw opening.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling. Reason for reoperation is a deflation.

Event description:
Healthcare professional reported a right-side deflation. Device has been explanted.